Event description:
Fifth months after percutaneous coronary intervention (pci), angiography revealed thrombus within the implanted cypher stent. This patient presented to the cardiac catheterization unit and 1-vessel disease was found. Pci was performed on a chronic total occlusion de novo lesion in the mid to proximal left anterior descending artery of 16.8mm in length in a 2.6mm vessel diameter. The (b2) lesion was eccentric. The lesion was pre-dilated with a 2.5x20mm balloon at 14 atmospheres (atm) before a 3.0x18mm cypher stent was deployed at 20 atm. Post-dilation was done with a 4.0x8mm balloon at 12 atm. Intra-vascular ultrasound (ivus) was done. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Act was not measured. Act was not monitored. Intra-procedure medications included aspirin 100 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day, heparin 5,000u, isosorbide dinitrate 2.5mg and nicorandil 15mg/day. Post-procedure medications included aspirin 10 mg/day, ticlopidine hydrochloride 200mg/day, and nicorandil 15 mg/day. All medications were stopped 143 days later for unspecified reasons. One week after the patient stopped all anti-platelet therapy, he complained of chest pain and st elevation was observed. Ultrasonic cardiography (ucg) also confirmed akinesia. Angiography revealed thrombus in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was done with a 3.0x20mm balloon. Then a 3.5x20mm liberte stent was deployed in the cypher. The physician commented that the possible cause of the thrombotic event was because the patient stopped taking anti-platelet medicine.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received, will be submitted within 30 days upon receipt.